Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition. A lead insulation abrasion was observed on the proximal portion of the lead during the revision procedure.